Event description:
It was reported that the device exhibited slow movement during cutting- vibration tip was not working. Upon receipt of additional information it was found that there was no patient harm or surgical delay. An additional device was available for use and an additional unplanned skin graft was not required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information it was found that there was no patient harm or surgical delay. An additional device was available for use and an additional unplanned skin graft was not required. This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device exhibited slow movement during cutting. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the cable had contact issues, the unit was out of calibration, the control bar was out of position, corrosion on the motor and bearings, and worn screws and bearings. The motor, plug harness, and various bearings and screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.